Manufacturer narrative:
The insulin pump was received with frozen display due to moisture damage at electronic assembly. The insulin pump was also received with moisture damage on the motor and vibrator assembly. The insulin pump was unable to perform any test including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test, operating currents, self test, unexpected restart error test and off no power test due to frozen display. The insulin pump was received with minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the reservoir caused leak into the insulin pump. The customer's blood glucose was 136 mg/dl at the time of incident. The insulin pump will be returned for analysis.